Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl with general malaise associated with a loss of prime issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the patient was using the cartridge per its instructions for use. It was also determined that the loss of prime had occurred one time with the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not using a cartridge from another box.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.